Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter read inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged product issue occurred at 12pm on (B)(6) 2017. At this time the reporter obtained a blood glucose result of ¿6.8mmol/l¿ with the subject meter and a result of ¿4.7mmol/l¿ on another device within 30 minutes of one another. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter did not state what medication they take to manage their diabetes or whether they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. An unspecified period of time before the alleged product issue occurred the reporter stated that they had developed symptoms of ¿sweating and feeling faint¿, however did not require any form of treatment in response to these symptoms. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter and an approved sample site was used to obtain the alleged inaccurate results from. The reported did not have control solution available to walk through a control solution test. The patient¿s products were replaced. This complaint is being reported because the reporter reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the reporter¿s symptoms occurred prior them obtaining the alleged inaccurately high results, the alleged meter issue could not be ruled out as a cause or contributor to the event.